Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 08/13/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.